Event description:
Approx 7-10 years ago, I was going to eastman dental disp. They gave me my first tube of fixodent when I had my dentures made. Through the years of using, I started getting numbness in my extremities, neuropathy, vison changes, less of sexual drive, whole right side of body is numb. I continue to seek the answers. Dose or amount: denture cream, frequency: 1-2 sometimes a day, route: oral. Diagnosis or reason for use: denture adh. Cream.